Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. Review of invoice history confirms the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state these types of events can occur: "material sensitivity reactions", "inadequate range of motion due to improper selection or positioning of components", "intraoperative or postoperative bone fracture and/or postoperative pain", and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06691 / 06692). Device not provided by attorney.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2008 due to patient allegations of pain, discomfort, soreness, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. Review of invoice history confirms the modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed patient dislocated hip approximately two and a half weeks after implant and a closed manipulation was performed on an unknown date. Additional information received revealed a further closed reduction procedure was performed on (B)(6) 2008 due to dislocation. The patient underwent revision procedure on (B)(6) 2008 due to dislocations. The patient's operative report noted a hematoma.